Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
As reported: allegedly revised hip due to dislocation. Exchange of the head and liner. Additional information from rep: items sent to hospital bioengineering department for investigation. Not usual process. Dr. (B)(6) wasn't 100% certain if the liner was not seated properly or if the locking mechanism on the implant had failed. Au vigilance decision: tga reportable. CAPA (B)(4).